Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. The complete ID is (B)(6). This report is being filed on an international product list 02k91-28 , that has a similar us product distributed in the us, list 02k91-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false elevated architect ca19-9xr of 40.84 on a patient that repeated 4.14. The patient historically tested between 4 and 5. No units of measure were provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Historical performance of the reagent lot was evaluated using world wide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Evaluation of complaint data for the product and likely cause lot identified normal complaint activity. A label review was also performed and found it to adequately address the customer's issue. Based on this investigation a deficiency was not identified.